Event description:
It was reported after a treatment of an avm with onyx, the catheter was removed from the pt, it was noticed the catheter separated into two segments. No complications were reported to have occurred with the pt during this event.

Manufacturer narrative:
The device has been returned for analysis, but requires add'l investigation which is not complete at this time. The device history record for this lot of finished goods confirmed that all processes and tests were performed in conformance with the required specifications at the time of build and released for distribution. A definitive conclusion cannot be drawn pending the physical evaluation of the returned device.